Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said that the patient is trying to get an EKG and the readings are all messed up. Caller is not able to shut the stim off because she keeps getting the message data lost. Internal device lost, contact clinician. Had caller power off the handset and communicator and power them back on. Caller said it kept saying couldn't find device and then eventually it said the same lost data message. Caller at one point got into the my therapy app and got to the on off but it wouldn't let her turn it off. Called tech services and mobility and they didn't know what the issue was. Caller said the phone was 15% charged and the communicator was low too. Caller was going to charge both devices and callback in the morning. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.